Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient received inappropriate therapy due to paroxysmal atrial fibrillation (af). The patient underwent an additional af ablation. The implantable cardioverter defibrillator (ICD) remained in use until it was explanted/replaced due to end of life (eol) and upgraded to a cardiac resynchronization therapy defibrillator (crt-d). No further patient complications have been reported as a result of this event.